Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8f angi-seal evolution device was returned for product evaluation. All the components of the device were returned. Carrier tube was not opened and returned. Upon visual analysis, the sheath completely disintegrated and broke into small pieces. Sheath shaft was broken into three pieces. There was yellow discoloration observed on the broken sheath pieces under the microscope. No anomalies were observed with the locator or the carrier tube assembly. The complaint could be confirmed for fractured/broken sheath upon investigation. The sheath was returned broken and shattered. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight or other sources of uv light. A corrective and preventive action (CAPA) has been initiated to investigate this issue in the past and a notification was sent to CAPA owner. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Patient sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race -no patient involvement. Implanted date: no patient involvement. Explanted date: no patient involvement. Initial reporter occupation- manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal 8fr device shattered easily with slight pressure on the packaging. Additional information was received on 24august2021: the hemostasis sheath shattered upon opening. This was discovered before any patient contact.